Event description:
It was reported by the customer, the inner sheath on the evis exera iii gastrointestinal videoscope was damaged. The fibers could be seen separating on the borescope. The issue was due to insufficient or incorrect reprocessing of the scope. The issue was found at reprocessing. No patient harm reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The biopsy channel had a scrape and tear and was leaking. Foreign materials (fibers) were in the biopsy channel due to insufficient or incorrect reprocessing. The bending section cover glue was discolored and chipped. The plastic distal end cover had scratches with a sharp edge. The objective lens and light guide glue was old/insufficient. The customer label on the control body was not returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, it can be assumed that the endoscope therapy accessory got caught in biopsy channel due to the endoscope therapy accessory shape, device worn out, direction/speed during insertion/withdraw, etc. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU warns against this event as follows: "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise,the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿ olympus will continue to monitor the field performance of this device.